Event description:
Customer reported that the set leaked from the connection of the IV fluid into the pca line. Fentanyl was infusing via the pca module. This caused a delay in providing pain relief. The surgeon was contacted for a new order to manually push narcotic pain med. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Although requested, the set has not been received. A follow up report will be submitted with investigation results should the set be returned for evaluation.